Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the spoke on the wheel broke.

Manufacturer narrative:
Additional/updated information was added to reflect the wheel being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, there was a broken spoke at the rear wheel. An expanded evaluation was performed. The expanded evaluation report confirmed that the wheel had a single broken spoke. However, the underlying cause could not be determined.

Event description:
The provider states the spoke on the wheel broke.